Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five inappropriate treatments. The device was started up at 06:43:39 on (B)(6) 2024. At 21:38:09, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 21:38:44, the patient received the first inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 21:40:44, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 21:41:21, the patient received the second inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 21:41:49, the patient received the third inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 21:42:18, the patient received the fourth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 21:42:51, the patient received the fifth inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/electrode lead fall off. The electrode belt was disconnected at 21:45:08 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.